Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0eqg1, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s bowel control was out of control. She also commented that they do not think the ins (stimulator) was working either. The patient reports a loss of therapeutic effect. A loss of bowel control was reported following an unrelated medical procedure. The patient reports their symptoms started to return after an uterine ablation in (B)(6) 2013. The manufacturer representative told the patient to turn the ins off, but the hospital told the patient she did not need to turn the ins off. So, the patient did not turn it off. Symptoms have become increasingly worse since the end of 2014. The location of the patient's symptoms were at the perineum. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.